Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Date of event is estimated.

Event description:
It was reported the patient did not charge the ipg as instructed by the manufacturer, resulting in the ipg becoming inoperable. Surgical intervention was undertaken wherein the ipg was explanted to address the issue.